Manufacturer narrative:
The lot number was provided. A review of the device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device will not be returned for evaluation; therefore, a product analysis will not be performed. The root cause cannot be determined. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that after attempting to position an embolization coil in the arteriovenous malformation, the physician passed a wire down the left anterior descending artery. Resistance was encountered when attempting to advance the coil in the microcatheter. The pusher broke 1cm proximal to the coil attachment point. The detached coil was successfully retrieved with a snare device. There was no reported patient injury. The patient was reported to be stable.